Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 3.0 x 12 mm xience xpedition stent in the mid left anterior descending artery and a 3.0 x 38 mm xience xpedition stent in the mid right coronary artery. Post procedure, the patient experienced some chest tightness and cardiac enzymes were elevated. Enzyme levels were taken until the levels trended downward and no treatment was provided for the angina. The hospitalization was prolonged and the patient condition resolved on (B)(6) 2013. On (B)(6) 2013, the patient experienced an episode of angina and diaphoresis with minimal exertion. The patient was re-hospitalized on (B)(6) 2013 and medication was administered. Echocardiogram and regadenoson stress tests were performed. There was no reported in-stent restenosis in the two xience xpedition stents. No further intervention was performed. The patient condition resolved on (B)(6) 2013 and the patient was discharged to home on the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2013 (19:00): ck-mb=1.4 ng/ml, normal upper limit 3.5; (B)(6) 2013 (06:00): troponin I=not available-negative value, upper reference limit 0.05 ng/ml; (B)(6) 2013 (19:58): troponin I=0.05 ng/ml, upper reference limit 0.05; (B)(6) 2013 (06:00): ck=139 u/l, normal upper limit 174; (B)(6) 2013 (10:11): ck-mb=3.7 ng/ml, normal upper limit 3.5; 09/27/2013 (10:00): troponin I=0.38 ng/ml, upper reference limit 0.05 (B)(6) 2013: troponin I=not available-negative value, upper reference limit 0.05 ng/ml; (B)(6) 2013: echocardiogram=moderate diastolic dysfunction, mild aortic insufficiency, mild mitral regurgitation, trace tricuspid regurgitation; (B)(6) 2013: regadenoson stress test: no st segment changes, normal left ventricular myocardial wall escursion with mildly decreased basal inferolateral wall thickening, left ventricular ejection fraction was 59%. The reported patient effect of angina, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU) is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.